Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 465 mg/dl. The customer reported the removal of 3 infusion set failures. The customer treated for the high blood glucose level with changing the infusion set and a bolus with the insulin pump. The customer¿s current blood glucose level is 167 mg/dl. The customer did troubleshoot the issue, however did not complete due to not have the necessary equipment to test. The customer will call back to do the high-pressure test. The insulin pump will not be returned for analysis.